Manufacturer narrative:
Product complaint #:(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - (B)(4). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the condition of the patient immediately after the event? Wound dehiscence (due to fall) needed to be attended to by a surgeon. Relevant test/lab data (submit results with this report) not available relevant history/pre-existing medical conditions: the reporter says that it was already a difficult knee, they saw that in pre-op the patella was lowered & lateralization. Product implanted date - week before the adverse event. Product explanted date: (B)(6). Dr. (B)(6) was not trained by us in the alrijne. It may of course be that he has been trained in some other way (for example by a fellow surgeon, or in another clinic where he works). I am in no way suggesting that the wound fracture had occurred regardless of the choice of suture material. Has the surgeon or doctor provided a medical rationale that indicates the use of the product is in no way related to the reported event?: partially yes, patient fell and hurt themselves while falling on their knee a week after knee replacement surgery. The suture was clearly broken though. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What instruments were used in this procedure to handle the suture during the initial procedure? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? What date did the patient fall post-op? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please confirm if this is correct: only 1 suture broke post-op (with possible lot numbers of rjmmlx, rlmmjj, rmmhde). Where was the break on the stratafix suture noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Photo investigation summary: after visual inspection of the image received at ethicon for evaluation. An inflamed wound was observed, with suture sections attached to the skin. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Complaint information is additionally tracked for potential safety signals through complaint trends as part of post-market surveillance. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: rjmmlx. Rlmmjj. Rmmhde. A manufacturing record evaluation was performed for the finished device rmmhde/ sxpp1a44514 batch number, and no non-conformances were identified. Expiration date: oct/31/2023 date of mfg.: nov/11/2021. A manufacturing record evaluation was performed for the finished device rlmmjj/ sxpp1a44514 batch number, and no non-conformances were identified. Expiration date: sep/30/2023 date of mfg.: oct/23/2021. A manufacturing record evaluation was performed for the finished device rjmmlx/ sxpp1a44514 batch number, and no non-conformances were identified. Expiration date: jul/31/2023 date of mfg.: aug/24/2021.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. The patient fell on their knee a week later. When they had to check/clean/repair that they saw that the suture strand was broken, and the medial retinaculum was torn. The reporter says that it was already a difficult knee, they saw that in pre-op the patella was lowered & lateralization. The patient underwent a repair of the dehiscence. Additional information was requested.